Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7072441/7072440.

Event description:
It was reported that the patient had an open wound that was complicated by pocket erosion. The physician believed that the erosion was procedure or device related. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products will not be returned as they were retained by the medical facility.